Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope exhibited that the universal cord disconnected and the video image disappeared when touching near the boot on the connector side. The issue was found during preparation for use/setup of the device with no patient in the room. There was no patient involvement.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: peeling (floating) of the bending rubber adhesive is observed. Adhesive on the bending section cove (a-rubber) is detached. Based on the investigation results, although no abnormalities were observed in appearance of the device, it is likely that the charged couple device (ccd) cable inside the universal cord may have been disconnected and caused the endoscope image loss. However, the root cause of the reported events could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.